Manufacturer narrative:
The reported failure of evt_ mach_flow_drift_high is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6). Review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
The manufacturer received information from the customer to return the trilogy evo, USA device per recall. There was no harm or injury reported. The device was not in patient use. The trilogy evo, USA ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. An evt_ mach_flow_drift_high "ventilator inoperative" error indicating that the amount of fluctuation in the flow sensor deviated from the standard occurred once the power was turned on. The device's machine flow sensor needs to be replaced to address the issue. No repair was performed. After the evaluation was complete, the device was scrapped by the service technician.